Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) being unable to connect to the power module and system monitors was unable to be confirmed. The system controller was not returned for analysis. Due to the system controller being unable to transmit data, log files were unable to be downloaded and were not provided. Additional information provided stated that a system controller exchange was performed, and that the new controller was also unable to transmit data to system monitors. No adverse impacts were reported for the patient. A root cause for the reported event could not be confirmed. The relevant sections of the device history records for hsc-129829 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use rev. D section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook rev a section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 instructions for use rev. D section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. Heartmate 3 patient handbook, rev a and heartmate 3 instructions for use (IFU), rev. D caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The controller exchange temporarily resolved the issue, and the patient did not have any adverse impact. Log files were unavailable since data was not able to be transmitted from the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a system controller exchange secondary to being unable to connect to the power modules and monitors. No other information was provided.